Event description:
Adverse reactron to "new vue" extended wear lenses w/in 24 hrs. Of use. Tried several times to use fresh lenses. Same reaction each time. No cooperation from ciba with respect to rptr's attempt to file a complaint. Rptr had been using new vue tinted disposable extended wear lenses for several weeks without difficulties. This time, however, when rptr discarded the used lenses and inserted the new ones, within 24 hours their eyes began to itch and a goopy, mucousy type excretion was visible in the eye. In addition, it felt like "I had pebbles under my eyelids." The pain was so excruciating that rptr was unable to open their eyes. A combination of eyedrops consisting of ophthalmic neosporin and sterile saline eventually helped the irritation and pain to subside. With the help of these solutions, the reaction subsided in approximately four days. Rptr initially thought that the lenses might have been non-sterile, even though they were in a sealed package prior to insertion, so rptr ordered a new lot from eye doctor and tried again. However, the same reaction occurred again after insertion of the new lenses. It is important thas this MFR know that there may be something wrong with their lenses, something that is causing an extremely painful and temporarily debilitating adverse reaction. "There should be warnings on this product with respect to the types of adverse and/or allergic reactions, which could occur through the use of these lenses!"